Event description:
The port was placed 9/1/95 in the right jugular vein on the same side as the as the pt's mastectomy and radiation therapy. The pt reported not getting good blood return and the port could not be used for chemotherapy. The port was removed in 7/96 due to infection and port occlusion.